Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and according to the returned information, the leakage occurred after the impact, so the root cause of the leakage cannot be determined to be related to product quality.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for over a month of chills, fever, cough, and sputum production. Diagnosis: bronchitis. Per physician's orders, the patient underwent a percutaneous selective superficial venous catheterization procedure. On (B)(6) 2025, the indwelling needle was struck, causing a leak.